Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that after the implant, patient experienced severe pain and discomfort, and exhibited the symptoms of a loose implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege that after the implant, patient experienced severe pain and discomfort, and exhibited the symptoms of a loose implant. Doi: (B)(6) 2010 - dor: has not been revised. (Side unknown). Patient is a resident of (B)(6). Update 06/15/2011 patient preliminary disclosure (ppd) form and sticker sheet received which identified date of birth, implant was to right hip and part/lot information. Updated the complaint file and existing product and added the femoral head. . There is no new information that would change the outcome of the investigation. Dob: (B)(6) 1947. Right hip. Update der rcvd 20 oct 2014 - added dor and sales rep info. Also added the sleeve details that were on an attachment on the original wpc but not reported. Previous report mentioned 'symptoms of a loose implant' however der states no loosening.